Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted as an inpatient for medical treatment on 07/20/2015. Customer stated that she had a low blood glucose and had treated with coke and sugar. Customer was asleep and was not low before she went to bed. Customer had gotten up to go to the restroom and was flipping around like a fish out of water. Customer was unsure if the drive support cap was protruded, loose, sticking out, or flush. Customer stated that she was incoherent and fighting leading up to the admission. Customer was advised to contact her health care professional regarding her low blood glucose. Customer stated that she was fine up until she was prescribed medicine. Customer stated that her blood glucose was either 28 or 29 mg/dl. Customer was unsure of her blood glucose at the time the paramedics arrived. Customer was sent a tubing clamp to perform the high pressure test.